Event description:
Patient has been experiencing worsening delirium on [date redacted] with erratic and impulsive behaviors. Patient was started on precedex drip. On the evening of [date redacted], patient had been oob [out of bed] to chair with evd clamped. Patient pulled out the IV and was put back in bed to secure new IV. After being placed back in bed rn noticed evd had disconnected at the proximal stopcock of the transducer. Upon further inspection it appears the catheter "broke off" at this site. The proximal stopcock was immediately turned off to patient. App [advanced practice provider] replaced evd drainage.